Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was an incomplete mesh. The living legacy foundation is a cadaver skin bank, and there were therefore no adverse events as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutters failed testing and both the cutter and roller gear were worn. The cutter and roller gears were replaced, however this did not resolve the issue as the cutters need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.